Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f short sheath was exchanged, and a 7f exoseal vascular closure device (vcd) was used for closure. It was found that the plug deployment button could not be pressed. Hemostasis was achieved by manual compression. There was no reported injury to the patient. This occurred after a lower limb surgery. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU), and no abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm. No calcium, plaque, stent, or significant stenosis at the puncture site. A non-cordis sheath was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the vcd. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. The device and sheath were retracted together until the indicator window turned solid black; however, the deployment button was not depressed. The device will be returned for evaluation.